Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR report #: 2134265-2012-04245. It was reported that following a stenting treatment procedure, stent thrombosis occurred. The patient presented with a myocardial infarction. The index procedure then treated the 99% stenosed target lesion located in the mildly tortuous and moderately calcified proximal to mid right coronary artery (rca). After pre-dilation, two 3.5x28mm promus element plus stents were implanted from the proximal to mid rca, however there was a gap between the stents. Both stents were well expanded and well apposed. No post dilation was performed. Three months later the patient returned with stent thrombosis in both of the previously implanted 3.5x28mm promus element plus stents. It was noted that the patient went off his plavix medication. An aspiration catheter was used to successfully open the stents. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2012-04245. It was reported that following a stenting treatment procedure, stent thrombosis occurred. The patient presented with a myocardial infarction. The index procedure then treated the 99% stenosed target lesion located in the mildly tortuous and moderately calcified proximal to mid right coronary artery (rca). After pre-dilation, two 3.5x28mm promus element plus stents were implanted from the proximal to mid rca, however there was a gap between the stents. Both stents were well expanded and well apposed. No post dilation was performed. Three months later the patient returned with stent thrombosis in both of the previously implanted 3.5x28mm promus element plus stents. It was noted that the patient went off his plavix medication. An aspiration catheter was used to successfully open the stents. No further patient complications were reported and the patient status is stable.